Manufacturer narrative:
Referenced cerebrovascular accident (cva)/stroke is addressed in medwatch MFR # 2916596-2018-03354. Age of device: 2 years, 8 months, 3 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. Patient had an increase in lactate dehydrogenase (ldh) to 1532 u/l where upper limit of normal is 250 u/l. Patient was started on heparin gtt. Plavix was added to anticoagulation regimen (aspirin). Ldh during cerebrovascular accident (cva) was 535 u/l. Ldh 8 days prior to cva was 1000 u/l. No further information was provided.

Manufacturer narrative:
Date received by manufacturer. A direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. Heartmate ii IFU lists hemolysis as an adverse event associated with the use of the heartmate ii lvas, and provides information regarding the recommended anticoagulation. The relevant sections of the device history records (documents #151291, 152326, and 152816) for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2015 via customer order (B)(4).the patient remains ongoing on the device. The manufacturer is closing the file for this event.